Manufacturer narrative:
Pump passed sleep current measurement, active current measurement, self test and displacement test. Pump trace download analysis confirmed the pump alarmed pump error 25 and low battery alert. The power management graph confirmed pump error 25 and low battery alert were triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance j6 /pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. The following were noted during visual inspection: corroded battery tube, scratched case, cracked keypad overlay and pillowing keypad overlay. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had recurring power error. Customer was able to successfully clear the alarm. Customer was able to complete the insulin pump rewind. Customer was assisted with troubleshooting. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.